Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and recommended a data download be performed due to a suspected corruption of the counters. A boston scientific engineer reviewed the data and found a large counter value which skewed the calculations for the rv pacing percent caused the one percent rv pacing result. The issue observed is purely diagnostic and should not interfere with device operations. The device has no resets and no abnormal faults and it appears the device is operating normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device is displaying that the patient is pacing one percent of the time in the right ventricle (rv). However, the caller reported ap/rvp/lvp most of the time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.